Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead 2012 (B)(6). (B)(4).

Event description:
It was reported that the device did not have any diagnostic or counter data. It was noted that the device was programmed to single chamber mode, with the atrial port plugged. The device is still in use. No patient complications have been reported as a result of this event.